Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a preloaded naviflex rx biliary delivery system with advanix stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) of a female patient (patient age, and weight are unknown). The stent was successfully deployed. The stent could be seen protruding from the papilla via the olympus endoscope; however stent position could not be verified as the stent could not be seen under fluoroscopy. The physician removed the stent from the cbd and completed the procedure with a boston scientific rx biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be fine after the procedure.